Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. The number of episodes to trigger the alert will be increased. The physician elected to make no further changes and deal with the alerts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple events of non-sustained post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made, and the patient will continue to be monitored.